Event description:
The customer reported the system was reported to have poor image quality. The tech stated that leads could not be seen during a pacemaker case. The camera focus was adjusted. There was no pt injury involved with this case.

Manufacturer narrative:
.